Event description:
In (B)(6) 2013, the surgeon performed an si joint fusion on the patient placing three ifuse implants. The patient did well initially following the procedure but later complained of pain. A CT scan revealed that the most caudal implant was too proud of the ilium and possibly irritating the surrounding tissue. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the caudal implant. The surgery went well.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the pain is a malpositioned implant that was too proud of the ilium. Part, part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7045-90, lot# i0384, manufactured 05/29/13, expires 2018-03; ifuse implant, p/n 7045-90, lot# 148829, manufactured 11/30/12, expires 2017-11; ifuse implant, p/n 7045-90, lot# 154276, manufactured 03/21/13, expires 2018-03.